Event description:
Additional information was received from a foreign healthcare provider via a company representative. Before communicating with the pump, a new communicator (model: 8880t2, serial number: (B)(6)) was connected to the clinical programmer since the physician thought the error was in the communicator as when the company representative tried to update the pump on (B)(6), it failed to update and the communication never finished. They then performed a communication with the pump and the warning ¿loss of therapy¿ ¿ service code 99 appeared. In the first communication with the pump, the warning ¿loss of therapy¿ ¿ service code 99 appeared saying the pumped was stalled for 73 hours and 56 minutes. The pump reservoir volume was programmed at 20 ml. The infusion was not defined, and so they programmed a simple continuous infusion of 514.6 mcg/day of baclofen and 2,058.3 mcg/day morphine, which was the previous programmed infusion. The pump was updated. The logs were extracted and the session terminated. In the pump¿s session report, the service codes 234, 515, and 224 appeared. The service code 234 is regarding a warning of loss of therapy regarding pump stopped. The service code 515 is regarding a warning of potential underdose regarding pump stopped due to an incomplete update. The service code 224 is a warning regarding potential for underdoes regarding the pump is stopped. On the second communication with the pump, the same warning ¿loss of therapy¿ ¿ service code 99 appeared. It was decided that a single bolus of 10 mcg in 1 minute be programmed. After updating the pump, and after the bolus was finished, they extracted the pump logs, but the message that pump resumed its normal function never appeared. As a result, they then terminated the session. On the third communication with the pump, the warning ¿loss of therapy¿ ¿ service code 99 did not appear. The physician asked several times to the patient if whether they had noticed any difference in spasticity or pain over the last three days, to which the patient replied ¿no¿. Only on the fourth attempt did the patient report that his legs felt slightly stiffer that morning, but nothing remarkable. The physician gave his private number to the patien t and asked him to call him at the at the slightest sign of difference in spasticity, pain, or audible alarms from the pump. On (B)(6) 2026 the company representative met the physician who indicated they had not received any calls from the patient. The physician was to call the patient on (B)(6) 2026 to confirm that everything is still fine. It was confirmed that the minimum rate was not active on the pump, and the type of infusion was not defined so there was a need to reprogram these settings. The software version of the a810 clinician programmer application being used at the time of the event was version 2.0.3320. The cause of the pump motor stall was unknown, but it was suspected that it was the failed update. The pump remained implanted and still in use as of (B)(6) 2026. As per the logs provided, the pump administered baclofen with concentration1,000.0 mcg/ml at a dose rate of 514.6 mcg/day, and morphine with concentration 4,000.0 mcg/ml at a dose rate of 2,058.3 mcg/day as of (B)(6) 2026. Also, per the pump¿s log, a critical alarm rearing the pump stopped too long during the update occurred on (B)(6) 2026, followed by a critical alarm regarding pump stop duration having exceeded 48 hours on (B)(6) 2026. Also, per the logs, a physician¿s bolus was completed on (B)(6) 2026. It was indicat ed that the physician requested an analysis letter.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown csoftware version: 2.0.3320, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that on (B)(6) 2026, a patient with a synchromed iii pump got a refill procedure. During the update, the connection was broken. After this, there was no further option to interrogate the pump. The hcp suspected the issue was related to the communicator. On the (B)(6) 2026, the patient was seen again. The pump was interrogated with the rep's tablet and communicator, however, upon interrogation, error 99 was triggered indicating a motor stall of 73 hours. The motor stall appeared to be active since the failed update. The patient reported somewhat baclofen withdrawal symptoms, but not very apparent. Next to the code, also the infusion type was no longer programmed and they needed to re-program the simple continuous and the daily dose again. Technical services asked if they by chance remembered whether the minimum rate was active. After assessing the pump logs, the logs showed a motor stall since the (B)(6) 2026, there was a message that the pump was stalled for longer than 48 hours, but no message indicating the stall was resolved. It was also stated that they kept hearing the critical alarm. Following the call with technical services, the hcp programmed a small bolus to hopefully resolve the stall. A second call was made a few moments after that and the rep mentioned that the critical alarm had stopped. The patient indicated that they felt better. However, the logs still did not show any motor stall recovery message. For the moment, the hcp had sent the patient home as everything seemed to be fine again. However, they were going to monitor the patient closely for further follow-up and potential problems. The rep agreed to send session report including pump logs.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via company representative. The event including withdrawal and legs felt stiffer had been resolved. The patient did not refer to any withdrawal symptoms after the incident. The pump was not explanted or replaced as it remained implanted and in-service.

Manufacturer narrative:
H6 update/correction: the previously applied device code a26 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.